Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided. Locked Down Smartphone: PHONE_CONTROL_IOS. Omnipod Software App Version: 2.1.0. Operating System: 26.5. Hardware: iPhone14.7. CGM Sensor Type: G7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.

Event description:
It was reported that emergency medical services was dispatched due to low blood glucose levels. A blood glucose reading of 70 mg/dL was reported. Duration of Pod usage was not mentioned. As treatment, the patient received a dexamethasone injection, prednisone, and soda. The patient stated that they experienced low blood glucose levels due to their lap band getting stuck and a bolus had already been delivered.